Event description:
The physician reported the patient's device detected high lead impedance and output status limit on a system diagnostic test. The patient reported that he was struck in the neck by falling off his chair and hitting his neck on (B)(6) 2015. The device was disabled, and the patient was referred for x-rays and a consult with the neurosurgeon. No known interventions have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient had a full vns replacement surgery on (B)(6) 2016. The impedance was reportedly still high when attaching to the new generator to the existing lead, so a new lead was implanted. The explanted products were reported to have been discarded by the explanting facility. Communication from the patient's neurologist elaborated on the circumstances preceding the observed high impedance. The patient reportedly fell asleep sitting over the back of his chair, and fell forward and impacted the area of his vns on the chair. No additional pertinent information has been received to date.